Event description:
It was reported that the customer experienced a past high blood glucose event. The specific highest value was unknown, displaying only as "high." Cause was not known. To address the issue, the customer changed the infusion set and cartridge. It was advised that the customer consult with their healthcare provider to discuss potential factors affecting their blood glucose levels, which the customer acknowledged.